Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter, different test strip lot number. Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. (B)(4). Note: manufacturer contacted customer in a follow-up call on (B)(6) 2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low and high blood glucose test results. Wife is calling on behalf of the customer. Customer also reported complaint for battery issue; wife had stated the low battery symbol had displayed when customer had attempted to test prior to the call. Customer has been using the true metrix meter for a few years and the battery had never been changed. During the call, the true metrix meter had powered on using the power button and when a test strip was inserted; the low battery symbol did not display. During the call, a back to back blood test was performed by the customer fasting and produced test results of 216 and 218 mg/dl using the true metrix meter; customer was not satisfied with the results obtained. Customer was also concerned with low blood glucose test result in meter memory of 75 mg/dl. The customer¿s expected am fasting blood glucose test result range is 100-130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/30/2022 and test strips were opened one week ago. The meter memory was reviewed for previous test result history (only one memory result using this vial of test strips): result 1: 75 mg/dl, date: (B)(6) 2021, time: 7:36am fasting.